Manufacturer narrative:
The following devices were also listed in this report: unknown mitch cup; cat# unknown; lot# unknown, unknown mitch head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A letter was received by stryker (B)(4) informing that a patient, o.b. Male, underwent a revision surgery reportedly due to an adverse metal reaction. The patient had been implanted on (B)(6) 2008 with a mitch/accolade.